Event description:
It was observed during device evaluation that the coating of the connecting tube on the airway mobilescope was peeled. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 3 years since the subject device was manufactured. Based on the investigation results, it is presumed that the defective item is due to use stress, external factors, or handling. The root cause could not be determined. Instructions, operation manual for airway mobilescope maf-gm2 chapter 3 ¿preparation and operation¿ section 3.6 ¿inspection of the endoscope¿ describes how to inspect for the subject event. Olympus will continue to monitor field performance for this device.